Event description:
Essure via hysteroscopy. Minor sedation, numbing. Doctor had several problems inserting in the left tube. One of the insertion devices bent on insertion. Dr had to use another. A 15 minute procedure took well over an hour. I was in excruciating pain, and have since been bleeding nonstop for 11 days, with pinching pain on the left side. The pain I felt during this procedure is not one any person should feel. It was definitely a necessary anesthesia procedure, perhaps due to the dr not able to fully see the left tube, and forcing the device repeatedly. I believe more than half the coil is hanging out, due to the excessive bleeding and clots being passed. I called dr's office to explain the problems, and was advised to go to e.r. If anything serious arose. I seriously felt like a live deer being field dressed during the procedure. Not sure what constitutes going to the e.r., as I cannot afford to sit for hours on end. I can sit at home and be miserable and blow clots all day long. This product/procedure needs much more testing, or the md's need more training in the implantation of this device. I am not the only one. Date of use: 2009.